Event description:
New cvvh [continuous veno-venous hemofiltration] cartridge/filter to restart machine. This rn primed cartridge and went through all the steps. Before hooking up the patient this rn noticed that the red clamp was missing on the arterial line that hooks up to the ns fluid. It was missing the red clamp.